Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller was missing. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility it was noted that the device door roller was missing. There were no reports of any adverse patient events or delays in the critical therapies while the device was clinical use. No additional information was provided.